Manufacturer narrative:
Patient reported their body was in shock if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient reported that the date the trial started they were shaky. They said the shaking only lasted a couple of minutes and that once they got sleep it got better. They said they thought their body was in shock. Contributing factors and resolution were unknown.